Event description:
It was reported during a da vinci assisted partial nephrectomy surgical procedure; a small, gray plastic piece was broken on tip of sp mcs instrument. The customer reported event has no report of patient injury as the device was not used on patient.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sp monopolar curved scissors instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken instrument tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece was not returned and measures approximately 1.28mm x 2.03mm in size. Additional findings not reported by site: the instrument was found to have a detached fragment. The fragment bro off from the instruments tube adapter. The broken piece was not returned with the instrument.